Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: customer alleges: "this incident happened in the pediatric operating room, at the (B)(6) hospital. The catheter split by the guide at the time of its removal, the guide was stuck in the catheter. No clinical consequences for the pt." No pt injury reported. Pt current condition is fine. Add'l info has been requested.